Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned.

Event description:
It was reported that the foley catheter prolapsed due to balloon rupture.